Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported difficulty charging the ins. The report that this has been getting increasingly more difficult to charge over the last month and a half and now they are unable to connect with the ins at all. The patient reports that also over the last month and a half they have been noticing a shocking sensation when the recharger is looking for the device. Not all times, but most. The patient is not sure where the shocking is coming from. The patient indicates that they had spoken to the medtronic rep today to troubleshoot the recharger not finding the ins. They were unsuccessful and the rep told to call medtronic for a replacement. Confirmed with the caller that they had a done hard reset on the recharger and that the communicator was turned off. The patient was unable to troubleshoot any further. The patient did indicate that they can't feel the ins like they once could under the skin. Reviewed that it may not be a recharger issue, that the issue may be related to the ins. Advised the caller to try again when the helper gets there and explained the crossing legs and leaning forward position. The patient will try this. The issue was not resolved through troubleshooting. No further complications were reported at this time.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.